Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had noise on the right ventricular rate-sense and shock channels. The noise inhibited pacing of 4 beats in two episodes. Other lead measurements are within normal limits.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed potential diaphragmatic oversensing and suggested troubleshooting options. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that the device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.